Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hosp reported that during preparation for coronary artery bypass graft surgery, seven heartstring seals were loaded into the delivery tube but never got out from the loader device when the delivery tube was pulled. Replacement heartstring seals were used to complete the procedures. No pt complications were reported by the hosp. The exact date of the procedures, the number of cases, and the number of seals used in each case were not known; therefore, this will be tracked as one case. This report is for the fourth seal.